Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a root cause could not be determined. Upon follow up with the user facility, the user facility communicated that they performed additional troubleshooting and assigned the cause to a scope of unknown model and serial number. The user facility indicated the scope was submitted for repair.

Event description:
Customer (B)(6) called in and explained that their cv-190 displayed a b30 scope communication message during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. A DHR review was performed. It was noted that a software update was performed on the subject device prior to release, as a result of a shipping hold. No other anomalies were noted. The legal manufacturer performed an investigation and assigned the root cause to an endoscope used with the subject device.